Event description:
The customer obtained a non-reproducible, lower than expected vitros theo proficiency sample result (194.0 vs. An expected result = 252.5 mol/l) processed on the vitros 350 chemistry system using an on-board dilution feature when compared to manual dilution. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros theo patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros theo proficiency sample result was obtained processed on the vitros 350 chemistry system using an on-board dilution feature when compared to manual dilution. The most likely cause of the event is user error affecting accuracy of vitros theo on-board dilutions. There was no evidence that an instrument or reagent related issue contributed to the event. Expected vitros theo performance was obtained when proper protocols were followed.